Event description:
It was reported to philips that the system was unable to turn on. The device was outside of clinical use at the time of reported event. No harm to the patient/user was reported. Philips has started an investigation of this complaint.